Manufacturer narrative:
Zoll medical corporation has not received the device and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the monitor board. The monitor board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.